Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective sensor. The latch/lock sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis pump kit displayed the error message ¿cassette not recognized¿ after the pump was plugged in several times. There was no reported patient involvement or patient harm.